Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being treated for a systemic and local pocket wound infection. Subsequently, the right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.